Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the wires in the back quit working less than a month after the implant. The patient states they did not fall and has just bumped their back a few times with the door from the garage. The patient states that then they hurt their back and were wearing a back brace, and now there are a couple of wires working. The patient thought maybe the back brace was pushing on the wires and made them work, but then the next time they went in none of them were working again, and they can't wear a back bracelet every day all day, and they don't know what the issue is. The patient is not sure if the therapy is working or not. The patient is scheduled for a second surgery on (B)(6) to replace the leads. The patient reports having symptoms from (B)(6) 2023-(B)(6) 2024, having to go pee often, but they have to get up and pee a lot, and when they think they are done, they stand up and take a few steps and then have to sit back down to finish going to the bathroom. The patient also mentioned at the end of (B)(6) 2024 or the beginning of october they lost 10 pounds overnight due to some sad news and tried to eat so they wouldn't get sick. Before they lost the weight, they were fluctuating between 182 and 185 and is now at 171 but their scale is always a few pounds less than the doctor's scale. Patient has been working hard not to gain any weight but they also realize they can feel the device in their back is much closer to the surface than it was before they lost that 10 pounds. The patient states they called up and said they thought they had an infection in her back where the wires were kind of poking out, but they weren't. Patient states therapy showed on and was able to see MRI full body eligible.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zxx6, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zxx6 implanted: (B)(6) 2024: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had no idea what the cause of the issue was and that they did not fall.